Event description:
Same as #6000093-2006-00161. Post a coronary drug leuting stenting treatment procedure a rash developed. The pt stated that a rash developed "from neck to ankles, including chest, back, arms and trunk" about 1 to 1/2 months post implantation of two taxus express2 drug eluting stents. The two stents were implanted about a week and a half apart. When the rash appeared it was "one to two spots and then progressed." The pt also complained of "dizziness, face warm with a flushing feeling and occasional shortness of breath," she relates she also had a coughing episode in a restaurant. The pt stated "they nicked a vein during the procedure and caused an aneurysm." This information was unable to be confirmed with the physicians. Biopsies were taken from the back and side at the end of december indicating an allergic reaction as stated by the pt. Pt also states having a broken ankle in the past and experienced difficulty with stainless steel pins. The pt had been taken off lasix without any change in her condittion. Unable to follow-up with the pt as the number provided has been disconnected. Multiple attempts have been made to contact the physician but have been unsuccessful.